Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of display illegible and it was additionally noted that the stylus was out of calibration and the keyboard hinges were broken. The liquid crystal display, stylus and hinges were replaced, the stylus calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's monitor display screen was monochromatic and not possible to read correctly. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.